Event description:
It was reported that the insulin pump alarmed motor error during bolus. Customer also reported being hospitalized for high blood glucose levels and diabetic ketoacidosis. Customer stated he woke with blood glucose levels at around 400 mg/dl. Customer was wearing the pump at the time of the emergency room visit. Customers blood glucose was 790 mg/dl when he was admitted to the emergency room. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump was received with motor error alarm during occlusion test and a33 alarm at 2.5 lbs during prime/a33 test due to faulty fsr (gold). Motor passed motor test. Unable to perform occlusion test due to motor error alarm. No cosmetic damage noted.